Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection while wearing the lifevest. The patient also reported that she may also have had an allergic reaction. The patient's physician prescribed a tablet for the infection. Follow up indicated that the infection was not improving. The patient was going to continue to follow with the physician. The final medical outcome is unknown.